Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report that a clip got caught in the chordae, was unable to be freed, and was deployed on the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was challenging throughout the procedure due to patient anatomy. The clip was advanced to the left atrium, however, positioning of the clip in the atrium was difficult due to a low transseptal puncture. The clip was advanced to the mitral valve and successfully implanted. A second clip was advanced to the left atrium and again, positioning of the clip in the atrium was also difficult due to a low transseptal puncture. The clip was advanced to the mitral valve and while steering down into the left ventricle, the clip became caught in the chordae tendineae. Despite trouble shooting techniques, the clip could not be freed and the clip was implanted on the chordae. The procedure was concluded and mr was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported difficulty with positioning appears to be due to procedural conditions. The report of the clip getting caught in chordae appears to be a cascading event of the difficult positioning. The report of poor imaging is due to challenging patient anatomy per case details. The unexpected medical intervention of implanting the clip on the chordae is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.